Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: hi (= higher than the measurement range of the meter, higher than 600 mg/dl), lo (= lower than the measurement range of the meter, lower than 20 mg/dl) using system 2 and 38 mg/dl using system 1.